Event description:
Event verbatim [preferred term], large burn blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported he experienced a side effect caused by the product of a large burn blister. Due to this, on (B)(6) 2018, he consulted his family doctor. No further information provided. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "large burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "large burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.